Manufacturer narrative:
Review of received information and photos: according to received information, the support arm is broken at the mounting part. The quotation for the replacement of the part has been submitted. The UDI information is not available since the device's serial number is unknown.

Event description:
It was reported that the ventilator's support arm was broken. There was no patient harm. Manufacturer's ref. #: (B)(4).